Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. The ipg was loose in the pocket due to non-device related weight loss. The physician tightened the pocket and the patient was reportedly doing well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.